Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the implant and was explanted (B)(6) 2017. It is unknown if the patient has been re-implanted with another device.